Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 50% stenosed target lesion being treated was located in the mildly calcified and non-tortuous left main (lm) coronary artery and into the left anterior descending (lad) artery. The lesion was predilated with a 3.50x15mm non-bsc balloon catheter. A 3.50x32mm promus element stent delivery system was then advanced and implanted in the lm into the lad. The stent seemed well positioned and well apposed following deployment. The lm portion of the stent was then post-dilated with a 4.00x12mm non-bsc balloon catheter. The physician then noted that the proximal portion of the stent appeared bunched up in the ostium of the lm and a there was a gap in the stent struts at the mid lesion. The stent damage was confirmed via angiography and ivus. A 4.00x9mm non-bsc stent was then advanced and deployed in the lm overlapping the promus element stent. The end result was satisfactory. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).